Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025, the user reported difficulty completing a supply change after blood glucose (bg) levels rose above 600 mg/dl. The user was unable to see insulin drops during the fill tubing phase and was guided through restarting the process using a teflon infusion set. The supply change was successfully completed, and insulin delivery resumed. Follow-up confirmed bg levels returned to target range. The highest blood glucose (bg) recorded was 600 mg/dl. Bg was corrected with a supply change. The user's reported symptoms during the event included dry mouth, irritability, and shakiness. No medical intervention was reported at the time of call.